Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge connection. Reportedly, the customer primed the air bubbles out to address the issue. Blood glucose level was 360 mg/dl.